Event description:
It was reported that an unknown clearlink IV set under infused. After "complete" infusion the secondary bag still contained fluid. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed.